Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to suspected subsidence. It was also reported that the patient continues to have pain, discomfort and swelling.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows some radiolucence and the implant is positioned pretty far proximal. The CT scan alone cannot be taken to prove or reject loosening or migration of the implant. However, as the hcp who also has the clinical situation and further x-ray available states, that the tibial implant is loosened and subsided, I would agree, here. An infection cannot be assessed with a CT scan only. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to suspected subsidence. It was also reported that the patient continues to have pain, discomfort and swelling.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.